Event description:
Information received alleged that the bed hi/lo at head of bed drifts down slightly. No injury reported.

Manufacturer narrative:
Technician found the bed hi/lo at head of bed would drift down. Isolated the issue to bed hi/lo head cylinder. Replaced the bed hi/lo cylinder to resolve this issue.